Event description:
Related manufacturer reference#: 3006705815-2019-01878. Related manufacturer reference #:3006705815-2019-01879.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 3006705815-2019-01878, related manufacturer reference #:3006705815-2019-01879. Additional information revealed during the patient's lead procedure on (B)(6) 2019, the patient's ipg was also explanted and replaced to address the issue. The patient's ipg is being added as a new device (device 3).